Event description:
This unsolicited device case from (B)(4) was received on (B)(6) 2014 from an orthopedist. This case involves a pt (demographics not provided) who developed swelling of ankle joint after receiving synvisc. No past drugs, medical history, concurrent conditions or concomitant medications were reported. On (B)(6) 2014, the pt initiated treatment with intra-articular synvisc injection (dose, frequency, batch/lot number and expiry date: not provided) into an unspecified ankle for an unk indication. It was reported that immediately after the injection, the pt developed swelling. Thereafter, the pt underwent a puncture of the joint and arthroscopy because of suspected infection. Further, it was reported that no infection was detected. Action taken: unk. Outcome: unk. A pharmaceutical technical complaint was initiated and the results were pending for the same. Seriousness criteria: required intervention (arthroscopy).